Event description:
Reporter indicated that his vns therapy programming handheld battery "was completely dead and the battery would not charge when they plugged it into the wall." Handheld was subsequently obtained by MFR for product analysis,however, that analysis is not yet complete.

Manufacturer narrative:
Conclusions - device malfunction is suspected, but did not cause or contribute to a death or serious injury.